Event description:
The pt was undergoing a transmyocardial laser revascularization of anteriolateral and inferior left ventricular wall using a holmium lag laser. The single use fiber that was being used broke. No one was injured.